Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred and the patient was started on a dual antiplatelet therapy medical regiment. The patient came in for their 4-month follow-up imaging procedure. The imaging showed that there was a thrombus present on the face of the closure device. It is unknown what treatment/corrective action was taken in regard to the thrombus.